Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 8835, serial/lot #: (B)(4), UDI#: (B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the hcp the pump for a simple refill (res volume change only) and in the process the pump was alarming and the tablet showed a reset had occurred with alarm codes 101,87,114. Tech services had the caller check the pump logs and showed the alarm occurred at the same date and time they interrogated the pump. Discussed telemetry process and incomplete tele. Had the caller reinterrogate the pump and access work flow guide off. Went thru each field and had hcp update the infusion mode , pa bolusing fields. The hcp also updated the reservoir volume to full volume. Pump was updated successfully and no alarms. Additional information received from a healthcare provider reported the cause of the pump reset was interference when interrogating the device to pump recall.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6). It was reported that the patient's pump was still audibly alarming. The patient's pump logs show all the events are the same as the initial report. The alarm was not silenced at (B)(6) but the hcp silenced the alarm on (B)(6). It was confirmed that the patient was having no therapy issues and had had no therapy issues. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.